Manufacturer narrative:
Device is a combination product. (B)(4). (B)(6).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 4.00mmx16mm synergy ii drug eluting stent (des) was advanced through a guide catheter to treat the lesion; however, the physician noticed that the stent was not aligned with the marker band. The device was pulled back into the guide catheter and inflated at 2 atmospheres. The stent was pushed up against the guide catheter and the devices were then removed out of the patient. The procedure was completed with another 4mmx16mm synergy des. There were no patient complications and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts squashed and misaligned. On distal rows one to three, stent struts appeared to be slightly flared. The stent was pushed from the proximal markerband and moved on the balloon distally for approximately 3mm from the distal markerband. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found a hypotube kink 5mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 4.00mmx16mm synergy ii drug eluting stent (des) was advanced through a guide catheter to treat the lesion; however, the physician noticed that the stent was not aligned with the marker band. The device was pulled back into the guide catheter and inflated at 2 atmospheres. The stent was pushed up against the guide catheter and the devices were then removed out of the patient. The procedure was completed with another 4mmx16mm synergy des. There were no patient complications and the patient's status was fine.